Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006.

Event description:
It was further reported that the patient's left ventricular (lv) lead exhibited signs of fracture. The lead was capped and replaced. The patient is a participant of the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.